Event description:
According to the reporter, when emt's responded to a pt in cardiac arrest, the device would not transfer energy to the pt. The device's pt event record shows approx 5+ minutes, where the pt is in ventricular fibrillation with no shock apparently attempted and 11+ mins where five "charge complete" events were followed by " charge removed" events. The device's pt event record shows that no shocks were delivered to the pt with the device. The pt was not resuscitated.

Manufacturer narrative:
Physio- control evaluated the device and observed proper operation through functional and performance testing. Root cause for the reported incident could not be conclusively determined but appears to be a user error of the device, where the device will dump the stored energy for defibrillation if a button is pressed on the keypad that requests another function, e.g. Energy select or pacing. Physio reviewed this info with the facility. The device was returned to the customer for use.